Manufacturer narrative:
Section b5 updated with additional information.

Event description:
User reported 4 false positive results. Pcr negative. This is report 3 of 4.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-00228,229,231: test 1,2,4 of 4).

Event description:
User reported 4 false positive results. Pcr negative 3 days later. This is report 3 of 4.